Event description:
The manufacturer received info alleging a ventilator had a faulty internal battery. The device was not in pt use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.